Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did meter to hcp meter comparison tests, side by side. The results were 104 and 132 mg/dl, respectively. He did not have any symptoms. No control testing was reported. On follow-up, the lifescan rep reviewed testing technique, and discussed meter to lab testing with the reporter.